Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿

Event description:
The complainant reported that the 74-year-old male patient began to experience hemolysis following impella cp implant. Due to the noted condition, the decision was made to explant the pump.

Manufacturer narrative:
The investigation for the hemolysis has been completed. Product was not returned. Data logs were reviewed and do not show any suction alarms or motor current (mc) spikes outside of p level changes. No other abnormalities. The cause of the hemolysis was not determined as product not returned, lack of clinical details, and inconclusive data logs. Added h6 component code 925 corrections to the initial MFR report: added d6a/d6b g1 MDR reporting contact email.